Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thoraco-lobectomy, the jaws of the device would not open after tissue was cut. An electrocautery instrument was used to remove the device, and no patient injury occurred. A new device of the same type was used to continue the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 09/24/2016. Date of follow-up report: 11/08/2016. One used lf1520 ligasure device was received and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects, although excessive eschar was present. The device was open upon receipt and mechanical testing confirmed the jaws opened and closed normally using the handle. The device was also activated multiple times on simulated tissue, pressing the button in various locations on a range of vessel sizes. All seal cycles were completed satisfactorily and end tones heard indicating full seal cycles. The investigation found the device to function normally and within specifications. The instructions for use included with this product cautions users to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. A review of the device history records for this lot found no potentially contributing factors to the reported issue.